Event description:
It was reported that this inflatable penile prosthesis (ipp) would not fully deflate, as fluid accumulated between the layers of the cylinder, preventing complete deflation. The ipp was explanted and replaced. There were no patient complications reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.